Manufacturer narrative:
The subject device was not returned for device investigation a review of the device history record found the subject device was shipped in accordance with specifications. The review of the device service repair history found no history of repair on this device. The customer used a paa-cds machine soluscope 4 for reprocessing. Additionally, according to the report, the facility performed a second sampling of the devices and the result conforms to specifications. There was no report on the subject device being used in procedure after the suggested event was reviewed. We could not conclusively specify the root cause of the suggested event. No information to judge deviation from instruction for use (IFU) was confirmed from review of reprocessing steps provided from the user. IFU states as follows: an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them. Olympus will continue to monitor complaints for this device. Supplemental report(s) will be submitted should any relevant new information becomes available.

Event description:
The customer reported to olympus, during reprocessing, the gastrointestinal videoscope tested positive for 2 colony forming units (cfus) of staphylococcus epidermis. A second sample was taken and the results were provided on (B)(6). The scope tested positive for less than 1 cfu of revivable aerobic flora. All channels were sampled. The user did not report any contamination or any other serious deterioration in state of health of any person, to which the scope could have been a contributory cause.